Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown: product type lead product ID 97745 lot# serial# unknown: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The caller says the pt indicated the pt's leads 'are too long'. Caller didn't know exactly what that meant but did note that the pt indicated that the pt was told that the pt could never have an MRI because his leads are too long. Pt came to MRI facility today but was turned away because the pt's controller was depleted. Redirected to managing doctor.